Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the reported issue. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon was trying to navigate, but there was no anatomy visible in the 2d views, and she stated the actual boxes for the 2d views were moving around the screen. The system was rebooted and the issue was resolved. There was a reported delay of less than one hour and no reported impact to patient outcome.